Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor casing, service code 105) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires and pulling the j1001 connector from the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had a damaged monitor casing and reported that the patient experienced a service code 105.